Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while trying to use the bd ultra-fine¿ mini pen needles had no insulin flowed. The following was received by the initial reporter: verbatim: consumer reported she went to the emergency room because her blood sugar was high. Stated, her numbers were above 600 and she passed out as a result. Stated, when taking injection, no insulin flowed. Stated, she was in the hospital from 7/8-7/11. Lot: 2306471. Catalog: 320119. Date of event: (B)(6) 2023. Samples: yes. I walked through priming the pen needle and taking injection when consumer was on the call, she was successful .

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while trying to use the bd ultra-fine¿ mini pen needles had no insulin flowed. The following was received by the initial reporter: consumer reported she went to the emergency room because her blood sugar was high. Stated, her numbers were above 600 and she passed out as a result stated, when taking injection, no insulin flowed stated, she was in the hospital from (B)(6) lot: 2306471 catalog: 320119 date of event: 2023-07-08 samples: yes I walked through priming the pen needle and taking injection when consumer was on the call, she was successful. Cl